Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie pocket was not detected on the bus. A field service engineer arrived onsite, reconnected a partially connected bus cable, verified system recovery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie pocket b2 from drawer 4.2 (main) was not detected on the bus. The customer had rebooted the station and performed a drawer recovery but continued to receive the requires maintenance error. The customer had manually opened the drawer from the back to release the cubie pocket, but the failed storage space remained unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy which caused 5 to 10 minutes of delay to the patient care. There were no adverse events or injuries reported based on this event.